Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level was in the 60mg/dl. The customer's most current level was 286mg/dl. The customer states they had lows due to over delivering insulin. The customer was treated with juice and IV drip. The customer declined to troubleshoot for the lows.